Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. After failing functional testing (see below), a small hole was observed on the distal extension line, which resulted in a leak. Microscopic examination confirmed the damage and revealed that the edges were smooth, uniform, and angled. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Additional damages were also noted on the juncture hub. This included a tear on the juncture hub and stretching on one of the suture wings. In addition to this, inter-lumen cross-over was also noted between the medial 1 and medial 2 extension lines. The customer was contacted, and they indicated that they were not aware of this additional damage. Therefore, the circumstances surrounding these additional damaged cannot be verified. The juncture hub was cross-sectioned, and no obvious defects or anomalies were observed. The catheter body length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The distal extension line inner diameter measured 1.4986mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all four extension lines and flushed. When flushing the distal line, water was observed leaking at the hole on the extrusion. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". When the medial 1 extension line was flushed, water was observed leaking back through the medial 2 extension line. When flushing the medial 2 extension line, water was observed leaking back through the medial 1 extension line. Despite this, the juncture hub was cross-sectioned, and no obvious defects or anomalies were noted inside the medial 1 and medial 2 lumens. Therefore, it is being assumed that the damage to the outside of the juncture hub contributed to this inter-lumen cross-over. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the distal line leaked due to a small hole towards the luer hub. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "one of the line is punctured. Observed during use." Additional information reports "the incident report does refer to issue where a leak was observed on the distal extension line (brown hub).the patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details were not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "one of the line is punctured. Observed during use." Additional information reports "the incident report does refer to issue where a leak was observed on the distal extension line (brown hub).the patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details were not provided.